Event description:
Reportedly, the access device was passed through the skin and subcutanous tissue, and then met with resistance. The device was removed and the sheath was found to be cracked. A small fragment of the plastic was found in the subcutaneous tissue and removed.